Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the p-clip (0125-00-0028). The fse completed all required preventative maintenance (pm) checks with full calibration, all functional, and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).

Event description:
It was reported that while servicing the cardiosave intra-aortic balloon pump (iabp) unit, the getinge field service engineer (fse) found a damaged p-clip. There was no patient involvement and no adverse event reported.